Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems peripheral and cervical. This report is referencing the patient's peripheral (off label) system. It was reported the patient is unable to establish communication between her ipg and external devices. The patient reported the programmer also reflects a communication error. The patient states she was last able to recharge the device approximately 2 weeks ago. No further information is known at this time.

Event description:
Follow-up information revealed the ipg was inoperable. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was restored following the procedure.